Event description:
An aquacel bandage (manufactured by convatec) was placed on my knee after osteochondral allograft surgery at (B)(6) hospital in (B)(6) on (B)(6) 2025. I removed the bandage approximately 48 hours after surgery. Several days later, a rash in the exact shape of the bandage appeared on my skin. This rash became worse and worse over the following days. I suffered from intense burning sensation, itching, and blisters which would rupture on their own due to the swelling from surgery. Several days later, I sought medical help from the office of my surgeon. I was prescribed a topical steroid ointment with direction to apply twice per day to the affected area. It is now 24 days since my surgery. The rash is less symptomatic, but there is still a red outline in the shape of the bandage on my knee.